Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support after receiving an occlusion alert on their ilet. The agent explained that the device was detecting pressure in the system, which could be related to the tubing or the infusion set, and noted that the patient was using a 6 mm cannula. The agent recommended changing the supplies to resolve the occlusion alert. The patient replaced the supplies, after which the alert cleared. Blood glucose levels were reported as unaffected. The patient stated they would call back if any further issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.